Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There are 100+ items placed on dc orthokit quarantine due to breakages, functional tests failures. Thirty eight pertain to depuy spine products. In all cases no data available if any injures or adverse events. No information about surgery, delays, patient related data. Only product code/lot description and breakage definition is available. (B)(4).

Manufacturer narrative:
The viper2 5mm self drilling tap was returned for evaluation. Visual inspection revealed that the instruments distal tip was fractured. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively identified however the investigation found evidence of wear and tear on the instrument. It is possible that the device failed as a result of device age/use or unanticipated forces being applied to the distal tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.